Event description:
A wire of a fenestrated bipolar forceps popped off a jaw so instrument would no longer work. It was being used for coagulating sites when case was nearing completion. They did not use a replacement. Staff didn't realize at the time that a 7 x 2 x 3mm piece of the insulator had broken off and was probably in the patient. Manufacturer response for robot instrument, davinci (per site reporter): no response yet.

Event description:
A wire of a fenestrated bipolar forceps popped off a jaw so instrument would no longer work. It was being used for coagulating sites when case was nearing completion. They did not use a replacement. Staff didn't realize at the time that a 7 x 2 x 3mm piece of the insulator had broken off and was probably in the patient. Manufacturer response for robot instrument, davinci (per site reporter): no response yet.